Event description:
It was reported to sigma that there were 2 avents where a nurse (s) loaded an IV set backwards into the pump. The customer complained regarding the potential for this event to occur. However, no details regarding the two (2) reported events were provided.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and hence an eval could not be completed. The customer cannot identify the device involved in the event. If the device is returned, an eval will be completed and a supplemental report will be submitted. Sigma became aware regarding this event through a distributor sales representative.